Manufacturer narrative:
Per medical review - reportedly icl was explanted/exchanged for a shorter length icl, one day postoperatively, to address patient reported symptoms (pain) caused by pupillary block. According to the report from the facility, dated on (B)(6) 2014, the excessive lens vaulting was observed on the 1pod and subsequent iop was high (53mmhg). Upon icl exchange the pressure returned to normal (20mmhg) and patient was doing fine. It should be noted that literature reports that persistent rise in iop/pupillary block is frequently associated with inadequate preoperative iridotomies and/or excessive icl vault usually due to an overestimation of icl size. Given the information that implantation of a shorter lens resolved the issue it is very likely that procedure related factor (miscalculation) have caused the problem. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event was a procedure related factor (miscalculation). (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the cause of the complaint. No definite root cause for the complaint was determined. As reported on the medical review, hence it is very likely that a procedure related factor (pre-op miscalculation) was the cause of the excessive vaulting. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's eye on (B)(6) 2014. The surgery went well, the patient was fine and was sent home. Later that same day the patient reported pain. The patient returned the next day ((B)(6) 2014) and was found to have a pupillary block. The lens was explanted and exchanged for another lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter stated the lens had an excessive vault and the intraocular pressure was elevated (53mmhg). There were no additional symptoms related to the vaulting. The lens was removed through the original incision and a shorter lens was implanted. Sutures were not required. The intraocular pressure was down to 20mmhg after the lens exchange. The patient is doing well.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).